Event description:
The device was used during a laparoscopic cholecystectomy procedure. The jaws scissored. No pt injury reported.

Manufacturer narrative:
8/4/97-supplemental report #1 submitted to FDA.